Event description:
It was reported that a patient presented with loss of capture on the patient's pacemaker, resulting in an arrythmia that was terminated by the device. No intervention or further adverse patient consequences were reported.